Event description:
The customer contact reported a crack in the semi-rigid adapter of the secondary port; subsequently, a leak was noted. The tubing set was to be used to deliver an unspecified concentration of rituximab. It was reported that during priming of the tubing set, an unspecified volume of solution leaked from a crack in the semi-rigid adapter of the secondary port on the cassette of the tubing set. The tubing set was replaced and the therapy was initiated. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.